Manufacturer narrative:
(B)(4). Batch # r58997. Additional information was requested and the following was obtained: the sales representative provided an overview of the event. There are four surgeons in the group and they operate in pairs. The lead surgeon fires the device. The procedure was a sigmoid. Anastomosis was end-to-side. The stapler fired, the knife went through but there was no audible and tactile crunch. Staples formed, but the surgeon still had to oversew some of the anastomosis. Did they check the tissue donuts and also check the washers for complete transection? Yes. How did they identify the need to oversew? They can visually see, but they also use a proctoscope to inspect the anastomosis. In the case where they oversewed, they had some good staples and some malformed. Where in the green range was the device fired? The surgeon feels for tension when closing, waits 15 seconds, then adjusts another approximately quarter turn. For the sigmoid case, the tissue is usually thicker so probably somewhere in the middle of the green range. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy, a cdh29a was fired with no ¿crunch¿ felt or heard during the firing sequence. However, the stapler did produce two complete ¿donuts¿ and an intraoperatively leak free anastomoses. Procedure was completed successfully. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative/corrected data - updated device evaluation updated device evaluation: initial analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified additional analysis: the primary intent of the analysis was to mimic clinical use and evaluate performance. This device was received for additional investigation after initial analysis. Additional analysis was completed of the test skin staple heights and the results were found to be conforming. The device was CT scanned and then the device was reloaded with staples and a new washer. They were then hand fired into indicated tissue, crossing staple lines, with the indicators dialed down per the IFU (adjust the instrument until the tissue is adequately compressed for proper anastomosis. Wait 15 seconds to allow for adequate tissue compression. Confirm that tissue resistance is still felt; if there is no tissue resistance, turn the knob clockwise until tissue resistance is felt). The staple line was observed to be good. It is difficult to detect full staple formation in tissue compared to in test skin, but engineering judgement was used, and we believe the staple line was conforming with proper b form. The washer was cut during the firing stroke. The force to fire was high and there was no backdrive.